Event description:
Reference number (B)(4) event occurred in the united states, it was reported that on 12-sep-2024 one infusion set cannula were crimped and twisted and the blood glucose level at the time of incident is 365 mg/dl and patient also take manual bolus. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.